Manufacturer narrative:
The device was returned for investigation. A visual examination and functional testing of the device was performed. The visual inspection confirmed the one electrode ball and detached and moderate electrode/screen wear was confirmed. The functional test of the wand confirmed the wand activated properly in saline and the suction line was found to be nonfunctional. The root cause of the electrode ball detachment was found to be due to mechanical failure. In addition, a review of the device lot history record was performed and all device specifications were met. Arthrocare has included in the instructions for use for the device the following warning: "this wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes." Two devices, super turbovac arthrowands (catalog no asc4250-01) were used in the same procedure and two separate mdrs are filed for each device under medwatch number 2951580-2007-00091.

Event description:
In 2007, a clinical incident involving two super turbovac with integrated cable arthrowands was reported to arthrocare corp. During a shoulder arthroscopy, it was reported the electrode detached from two of the super turbovac devices in the same procedure. The two detached screens were not retrieved and there is no plan to reoperate to remove the fragments. Also, there is no reported injury to the pt and no reported complications.